Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the customer had filled the cartridge with 250 units of insulin. A new cartridge was loaded resolving the minimum fill notification. Customer's blood glucose level was 116 mg/dl.